Event description:
Customer contacted our co in 2008, with following info. On the previous month, he experienced heavy coughing and device went into his airway. He went to seek medical attention, device located at top of lung. Prosthesis was removed, and discarded by hosp staff. He reported that he is feeling well. Pt did state that he has a sensitivity to pollen, which makes him cough.